Event description:
It was reported during a left total knee arthroplasty the signature guide would not seat properly, resulting in a delay of greater than thirty minutes. Traditional instrumentation was used to finish the procedure. Report is being filed due to the delay in the procedure; no injury to the patient has been reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Complaint report was forwarded to the supplier for further investigation into the planning and manufacturing processing. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation was limited to a review of planning and procedures by the supplier manufacturer. Event details were forwarded to contract/manufacturer supplier for investigation. Supplier/manufacturer evaluation confirmed that during the segmentation phase of manufacturing, under-segmentation and over-segmentation of the anterior side of the tibia and the tibia medial plateau was found. Supplier confirmed that the guides were manufactured according to the surgeon's preferences.